Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's atrial lead dislodged soon after implant. Device reprogramming had been performed to accommodate for the dislodgement. The patient experienced a syncopal event and a review of the stored episodes showed non-sustained ventricular fibrillation (vf) which coincided with the syncope. Additionally, a twelve lead electogram was performed which showed pacing spikes on the t-wave which likely triggered the events. No additional adverse patient effects were reported.